Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was shutting off without an alarm when the customer was sleeping. The alarm history was checked and they found an off no power alarm. The customer's blood glucose level was 8.4 mmol/l. It was also reported that there was a big crack around the reservoir area. The insulin pump was not bumped or dropped. The customer was advised that the device would be replaced.